Event description:
During the implantation of the cement obturatoir, the introducer broke into two pieces. The broken introducer went under the glove and injured the surgeon's finger. The wound was quite important but the tendon was not injured.